Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on with battery power. Upon ac power, the device displayed a "defib fault 72" message. Complainant indicated that there was no pt involvement in the reported malfunction.